Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer declined a system check with tandem technical support. Customer¿s blood glucose level was 470 mg/dl.